Manufacturer narrative:
Concomitant medical products: addrl1 ipg, implanted: (B)(6) 2011. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that post operatively that both the right atrial (ra) lead and right ventricular (rv) lead were reversed. The leads were revised and remain in use. No patient complications have been reported as a result of this event.